Manufacturer narrative:
B3: event date is unknown. Device evaluation: one device was received. A visual inspection found no physical damage. During the functional testing, it was found that the dso sensor was not working. It is unknown what caused the issue. The dso sensor was replaced. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported serial number.

Event description:
It was reported that the cassette was not connected properly. There was unknown patient involvement.